Event description:
It was reported the patient experienced pain at the ipg pocket site. On (B)(6) 2013, the physician moved the ipg to a new pocket location and added two extensions. The patient's pain issue has been resolved. The patient experiences effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.